Manufacturer narrative:
H3. Device evaluation: customer report of leaflet tear leading to regurgitation was not confirmed as no leaflet tears were found. Report of restricted leaflet motion was confirmed through observed host tissue overgrowth. As received, leaflet 3 was in the open position. Open leaflet was able to be pushed back into closed position when probed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 8mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflet 1 and expose the wireform around leaflet 1 at the inflow aspect. Cut off sewing ring fragment was not returned with valve. Multiple sutures remained attached to the sewing ring around leaflet 2. Photos provided appeared consistent with lab findings.

Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 21mm valve implanted in the aortic position was explanted after 1 year and 3 months of implant duration due to leaflet tear leading to severe aortic regurgitation (ar). Reportedly, the valve was inspected and there was not any issue observed on the leaflets prior use. On intra-operative echo, the valve was working as expected and no leak was observed. However, the patient felt very fatigue and the echo performed 4 months after the valve implantation showed severe ar. In the follow-up echo performed few months later dysfunction of the valve was observed. Ef of the patient was dropped. As per medical opinion, there was valve dysfunction and the right coronary cusp (rcc) did not close. Another valve of the same size and model was implanted successfully in replacement. The patient was noted as to be discharged.